Event description:
Caller reported a cgm error when using their sensor. Sensor session was successfully restarted after assistance from technical support, resolving the error without recurrence. There was no reported impact to the customer's blood glucose level.